Event description:
Physio-control is investigating two reports regarding a failure of the electrode to connect to the mating therapy cable connector due to a misalignment of the connector pin on the electrode assembly.

Manufacturer narrative:
Physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event.